Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 44 days postoperative to right total knee arthroscopy, a fluid was discovered above palpable defect superomedial border patella. Re-operation was performed 58 days postoperative to repair palpable defect in capsule.